Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their healthcare provider (hcp) had to adjust their implantable neurostimulator (ins) "a lot of times for tremors," which resulted in the ins only lasting 2.5 years rather than the expected 4-5 years. Despite the adjustments that were made to the ins and the shortened longevity, they stated that the dbs therapy has made it so they can speak, eat on their own, keep their balance, and write. In addition, the patient stated that they lost their drape for their wireless recharger (wr). The patient also mentioned that they would like the drape because the wr is heavy. The patient confirmed that they were not complaining about the wr's weight and noted that they were just making an observation.